Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and competitor right atrial (ra) lead was admitted to the ICU following a pea arrest. The device was interrogated and loss of atrial capture was observed. Sensing appeared appropriate. Device was programmed to vddr mode. Atrial impedances have been greater than 2500 ohms. There was a stored episode of noise on the atrial lead. The local area field representative was contacted and was unaware of any additional information.